Event description:
An unknown adverse reaction was reported near the surgical site. The surgeon decided to explant vitoss a few days after awareness of the inflammation.

Manufacturer narrative:
Orthobiologics is currently attempting to contact the facility for additional information. At this time no new information has been obtained. Device explanted and discarded.